Event description:
It was reported that the patient experienced syncope/fainting/loss of consciousness along with dizziness for the past two months. The patient attended follow-up for the implanted pacemaker and upon device interrogation the device was found to be in safety mode. The physician suspected that the patient's symptoms were related to the safety mode settings (also questioning loss of capture/patient not getting pacing). Device replacement was being scheduled. The pacemaker remains in service at this time.